Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "linguini and keyhole finds" confirmed via MRI. Healthcare professional later reported silicone granulomas. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d6b, h6.

Event description:
Healthcare professional reported right side "linguini and keyhole finds" confirmed via MRI. Healthcare professional later reported silicone granulomas. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side "linguini and keyhole finds" confirmed via MRI. Device remains implanted.